Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. The initial reported event of multiple inappropriate shocks due to fractured lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was noted to have a large increase in impedance and was confirmed to be fractured. The lead was capped and replaced. The patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event. It was later reported that the lead was explanted.